Event description:
The user facility reported via medwatch report # (B)(4) that during a patient procedure, the padlock clip did not deploy the clip. No report of injury.

Manufacturer narrative:
Steris contacted the user facility to obtain additional information regarding the reported event. The user facility stated that the padlock clip subject of the reported event was not available for return or evaluation. The user facility did not disclose additional information regarding the reported event. Steris offered in-service training on the proper use and operation of the padlock clip however, the user facility declined. The instructions for use states, "deploy padlock clip® by using a firm and rapid thrust of the thumb actuator while holding the control handle body. Once the handle stay is removed, keep hands and fingers clear from the delivery housing distal tip so that an accidental release of the padlock clip® does not result in personal injury. Once the handle stay is removed, use caution in handling thumb actuator button to prevent inadvertent deployment of the clip. When using suction to pull target tissue into the cap, there is a risk of capturing tissue/organs outside of the lumen and adjacent to the target treatment area. Use of a grasping device is recommended to acquire the target tissue and minimize the risk of capturing tissue/ organs adjacent to the treatment area." The device history record (DHR) was reviewed for the subject lot and no abnormalities were noted. A complaint review determines this to be an isolated event for the subject lot. No additional issues have been reported.